Event description:
An angio-seal device was deployed without complications following a percutaneous coronary intervention procedure in 2004. Approx one hour post deployment, the pt's blood pressure dropped from 120 to 80; nor-adrenalin and catabon hi were administered to the pt several times. No bleeding was noted from the puncture site; the pt's blood pressure remained low. The pt was allowed to sit up. Approx five hours post deployment, a CT scan revealed intraabdominal bleeding and the pt was transfused with 10 units; manual pressure was applied for one hour. The pt recovered and was discharged from the hosp. The physician stated the intraabdominal bleeding may have been related to the pt's gastric ulcer because the puncture site was far from the bleeding site. It should be noted this event occurred during the physician's 4th deployment towards certification. A preplacement angiogram was performed prior to deployment.